Event description:
Caller reported a malfunction on the pump, specifically malfunction code 16, which recurred even after being reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer reverted to multiple daily injections (mdi) as backup therapy.